Manufacturer narrative:
E1: (B)(6). This case was managed as a nemo (no engineer material only) remote service event. Analysis was performed by a philips remote service engineer (rse) in consultation with the customer, during which the ECG module was identified as the likely cause of the malfunction. As this was a remote service case, no philips engineer attended the site and the replaced component was not returned to philips, therefore further physical examination was not possible. The customer assumed responsibility to replace the ECG module to resolve the issue.

Event description:
Philips received a complaint on the expression patient monitor (mr400) indicating that the ECG module featured heart rate oscillation. The device was not in use on a patient at the time of the event, so there was no patient involvement.